Event description:
Nine months after cochlear implant surgery. It was determined that multiple electrodes on the device array were open circuited. Explantation and reimplantantion surgery was recommended but no surgery date has been reported.